Event description:
The consumer reported a conflicting result with the binaxnow¿ covid-19 antigen self test for a patient performed on (B)(6) 2021.

Manufacturer narrative:
H10 the remainder of the investigation remains in progress. A supplemental report will be provided after completion. Ref MFR reports: 1221359-2022-00163.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 158619 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 158619 and test base part number 195-430wl / lot 154290. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 158619 showed that the complaint rate is 0.001% and 0.001% respectively. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported a unconfirmed two false positive results with the binaxnow¿ covid-19 antigen self test for a patient performed on (B)(6) 2021. This MFR. Report addresses false positive one (1) of two (2). The consumer reported a false positive result with the binaxnow¿ covid-19 antigen self test. On (B)(6) 2021 patient tested positive on unknown platform. Additionally consumer mentioned he was vaccinated with pfizer vaccine (2 shots). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR reports: 1221359-2022-00163.